Event description:
The event is reported as: the endotracheal tube warmed within the pt's mouth and kinked. The kink was approximately on the 20cm mark of the endotracheal tube. The pt was re-intubated. No report of pt injury.

Manufacturer narrative:
Date of this report - the date of awareness is being investigated at this time. Request made to confirm the date of awareness. Device available for evaluation? It is unknown if the device sample is available for evaluation.